Event description:
Event verbatim [preferred term] ulceration point on the abdominal skin with purulent secretion (infection) [injection site infection]. Abdominal skin induration at the injection site [injection site induration]. Blood sugar was controlled unstable [diabetes mellitus inadequate control]. Novofine replaced every 3-5 days [multiple use of single-use product]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "ulceration point on the abdominal skin with purulent secretion (infection)" and "abdominal skin induration at the injection site" both beginning at the end of (B)(6) 2015 and "blood sugar was controlled unstable" and "novofine replaced every 3-5 days" both with an unspecified onset date and concerned a (B)(6) male patient who was treated with suspect drug novolin 50r penfill (dual acting human insulin) and suspect device novofine (needle) for type 2 diabetes mellitus. Patient's height: (B)(6). Patient's weight: (B)(6). Patient's bmi: (B)(6). Medical history includes type 2 diabetes mellitus since 15 years. The patient started novolin 50r 10 years ago from the time of reporting; dose regimen was 20 iu, tid (3 times a day) subcutaneously. The blood sugar was controlled unstable and fluctuated continuously. At the end of (B)(6) 2015, about 20 days ago from the time of reporting, the patient developed ulceration point on the abdominal skin with induration at the injection site, with purulent secretion. The size of ulceration point was as big as the little fingertip. Injection site induration did not get controlled. The patient then received antibiotic treatment at a local hospital for injection site induration and skin ulceration. So far, the infection has been under control. The patient used novofine needle for injection which was replaced after every 3-5 days. The patient did not complain the novofine needle and there was not suspected quality issue with the product. However the needle was captured as suspected product due to the fact that the patient reused the needle, which is for single use. Later it was reported that patient had still not recovered and the antibiotic treatment was still going on. The patient generally had re-used the needle and had left the needle attached to the pen with inner cap and pen cap in between the injections. There was no difference felt in the force needed to inject from normal and the patient had received training in the use of needles. Injection site angle was reported to be vertical and needle was injected into the flat skin. Time of appearance of signs and symptoms after injection was reported as not regular. Action taken to novolin 50r penfill and novofine needle was not reported. At the time of reporting, no investigation was possible, because neither sample nor batch number was available. The outcome for the event "ulceration point on the abdominal skin with purulent secretion (infection)" was not recovered. The outcome for the event "abdominal skin induration at the injection site" was not recovered. The outcome for the event "blood sugar was controlled unstable" was not reported. The outcome for the event "novofine replaced every 3-5 days" was not reported. Investigation result: novolin® 50r penfill® 3ml 300iu/3ml. Batch: unknown. No investigation was possible, because neither sample nor batch number was available. Novofine&#58186;batch: unknown. No investigation was possible, because neither sample nor batch number was available. Final comment from the manufacturer: on (B)(4) 2016: no needle has been returned to novo nordisk a/s for investigation. Without the suspected needle or a batch number, it is not possible to verify if the root-cause for the experienced adverse events could be related to any malfunctions in the needle. However, according to the reported information, the needle was replaced after every 3-5 days and the patient had left the needle attached to pen between injections, which could have caused the injection site reaction, infection and the unstable blood glucose. Evaluation summary: novofine®; batch unknown. No investigation was possible, because neither sample nor batch number was available.